Manufacturer narrative:
The complaint of a leak was confirmed, and the damage appears to be user related. A semi-circumferential crease was found in the tubing 0.3 inches proximal to the cuff. The d/l tubing was split open along the crease, exposing the inside of the catheter. The crease and the deformation in the tubing indicate that the tubing was kinked. It appears that the kinking of the catheter was a factor in the breach of the d/l tubing. The instructions for use (IFU) warn that "catheters should be implanted carefully to avoid any sharp or acute angles which could compromise the opening of the catheter lumens." The product IFU provides a recommended dressing technique, which would help prevent the catheter from kinking. No defects related to the mfg process were found on the complaint sample. A chr of lot #reqb0214 showed no other similar product complaint(s) from this lot.

Event description:
It was reported that the pt presented with a light bleeding under his bandage. During dialysis, the nurse noticed air in the circuit. They stopped the dialysis and the catheter was exchanged the next day. They found a tear on the catheter close to the cuff.